Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had a vertical blue line on display monitor image. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. Corrected fields: h8-usage of device. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue was present inside the air/water channels and no image (black). A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction: the vertical blue line on display monitor image and no image (black) was caused by an electrical problem and component failure. Additionally, olympus confirmed the presence of foreign material came out of the device; however, a conclusive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.